Manufacturer narrative:
The customer treated the sample with polyethylene glycol (peg) to test for interference. Calibration and qc at the investigation site were acceptable. From the information provided, a general reagent issue can be excluded. Based on the data provided, an interfering factor can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module compared to the accuraseed method. The sample was submitted for investigation where discrepant results were identified for elecsys ft4 iii (ft4 iii) between the customer¿s e801 module, the wako accuraseed method, an e801 module used at the investigation site, and the abbott architect method. The result from the customer¿s e801 module was 1.76 ng/dl. The result from the accuraseed method was 1.70 ng/dl. The result from the e801 module used at the investigation site was 1.66 ng/dl. The result from the architect method was 1.45 ng/dl. No questionable results were reported outside of the laboratory. The customer¿s e801 module serial number was (B)(4). The e801 module used at the investigation site was 14d9-06. The ft4 iii reagent lot number used at the investigation site was 630888 with an expiration date of 31-may-2023.